Manufacturer narrative:
He was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0178) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sharp chronic pelvic pain") and menorrhagia ("heavy abnormal periods") in a 23-year-old female patient who had essure (batch no. 876627) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, parity 3 and loop electrosurgical excision procedure. Previously administered products included for contraception: nuvaring from 2008 to 2009. Concurrent conditions included obesity, endometriosis, postpartum depression, ovarian cyst, nervousness, dry skin, polyuria, cold intolerance, heat intolerance and menstruation irregular. Concomitant products included ibuprofen since 2012, iron since 2008, sertraline (zoloft) since 2008 and vitamins since 2008. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("my hair is thinning / fragile / hair loss"), general physical condition abnormal ("I should be able to run after my kids and cant do that"), anxiety ("anxiety"), weight decreased ("losing weight"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines"), rash ("rashes hurt "), pruritus ("itch"), menopause ("premenopausal"), mood swings ("mood swings"), pain ("body aches"), back pain ("back pain"), abdominal mass ("pelvic swelling"), feeling abnormal ("memory fog") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, general physical condition abnormal, weight decreased, feeding disorder, abdominal pain upper, migraine, rash, pruritus, menopause, mood swings, fatigue, pain and back pain outcome was unknown and the anxiety, abdominal mass, feeling abnormal and headache had resolved. The reporter provided no causality assessment for menopause with essure. The reporter considered abdominal mass, abdominal pain upper, alopecia, anxiety, back pain, fatigue, feeding disorder, feeling abnormal, general physical condition abnormal, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, pruritus, rash and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014) and explant date ((B)(6) 2017 and (B)(6) 2016) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: there is no filling of either fallopian tube concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records were received. Events per pfs: mood swings, fatigue, body aches, back pain, pelvic swelling, memory fog and headaches. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0178) on 16-jul-2015. The most recent information was received on 22-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sharp chronic pelvic pain") and menorrhagia ("heavy abnormal periods") in a 23-year-old female patient who had essure (batch no. 876627-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, parity 3 and loop electrosurgical excision procedure. Previously administered products included for contraception: nuvaring from 2008 to 2009. Concurrent conditions included obesity, endometriosis, postpartum depression, ovarian cyst, nervousness, dry skin, polyuria, cold intolerance, heat intolerance and menstruation irregular. Concomitant products included ibuprofen since 2012, iron since 2008, prenatal vitamins since 2008 and sertraline (zoloft) since 2008. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), alopecia ("my hair is thinning / fragile / hair loss"), general physical condition abnormal ("I should be able to run after my kids and cant do that"), anxiety ("anxiety"), weight decreased ("losing weight"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines"), rash ("rashes hurt "), pruritus ("itch"), menopause ("premenopausal"), mood swings ("mood swings"), pain ("body aches"), back pain ("back pain"), swelling ("pelvic swelling"), feeling abnormal ("memory fog") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, general physical condition abnormal, weight decreased, feeding disorder, abdominal pain upper, migraine, rash, pruritus, menopause, mood swings, fatigue, pain and back pain outcome was unknown and the anxiety, swelling, feeling abnormal and headache had resolved. The reporter provided no causality assessment for menopause with essure. The reporter considered abdominal pain upper, alopecia, anxiety, back pain, fatigue, feeding disorder, feeling abnormal, general physical condition abnormal, headache, menorrhagia, migraine, mood swings, pain, pelvic pain, pruritus, rash, swelling and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014) and explant date ((B)(6) 2017 and (B)(6) 2016) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: there is no filling of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-aug-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp chronic pelvic pain'), pregnancy with contraceptive device ('it took a baby that was almost to be born to pass away last year'), foetal death ('it took a baby that was almost to be born to pass away last year') and menorrhagia ('heavy abnormal periods') in a 23-year-old female patient who had essure (batch no. 876627-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy, parity 3, loop electrosurgical excision procedure and cervical cancer. Patient had surgeries to remove cancer cells. Patient had think that she had fragments. Previously administered products included for contraception: nuvaring from 2008 to 2009. Concurrent conditions included obesity, endometriosis, postpartum depression, ovarian cyst, nervousness, dry skin, polyuria, cold intolerance, heat intolerance and menstruation irregular. Concomitant products included ibuprofen since 2012, iron since 2008, minerals nos;vitamins nos (prenatal vitamins) since 2008 and sertraline hydrochloride (zoloft) since 2008. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), experienced foetal death (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), alopecia ("my hair is thinning / fragile / hair loss"), anxiety ("anxiety issues / anxiety"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines / huge migraine"), rash ("rashes hurt"), pruritus ("itch"), menopause ("premenopausal"), mood swings ("mood swings/mood"), pain ("body aches"), back pain ("back pain"), abdominal mass ("pelvic swelling/my left side feels swollen/ pelvic area would swell like oranges"), feeling abnormal ("memory fog / nasty feeling"), headache ("headaches"), pain in extremity ("severe right leg pain"), bone pain ("my bone hurt"), asthma ("asthma"), adnexa uteri pain ("ovaries feels in so much pain / ovaries right now feel like someone is in there squeezing them and then slowly stabbing"), hypoaesthesia ("leg numbness"), eczema ("eczema"), multiple allergies ("allergies"), nail disorder ("nail disorder"), emotional disorder ("emotional feelings"), paraesthesia ("tingling pain to holly now"), swelling ("swelling "), endometriosis ("endometriosis"), flatulence ("gasses are coming out slowly"), abdominal pain lower ("cramps"), abdominal distension ("bloating") and depression ("some depression") and was found to have general physical condition abnormal ("I should be able to run after my kids and cant do that") and weight decreased ("losing weight / weight loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, weight decreased, abdominal mass, feeling abnormal, headache, endometriosis and abdominal pain lower had resolved, the pregnancy with contraceptive device, foetal death, menorrhagia, general physical condition abnormal, feeding disorder, abdominal pain upper, migraine, rash, pruritus, menopause, mood swings, fatigue, pain, back pain, pain in extremity, bone pain, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, emotional disorder, paraesthesia, swelling, flatulence, abdominal distension and depression outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for menopause with essure. The reporter considered abdominal distension, abdominal mass, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, anxiety, asthma, back pain, bone pain, depression, eczema, emotional disorder, endometriosis, fatigue, feeding disorder, feeling abnormal, flatulence, foetal death, general physical condition abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, multiple allergies, nail disorder, pain, pain in extremity, paraesthesia, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014) and explant date ((B)(6) 2017 and (B)(6) 2016) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2016: results: there is no filling of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: pain in extremity, bone pain, asthma, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, pregnancy with contraceptive device, device ineffective and foetal death, paraesthesia, swelling nos, abdominal pain lower, endometriosis, flatulence, depression, abdominal mass, emotional disorder. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2019: pfs and social media received. Events: it took a baby that was almost to be born to pass away last year, fatal death, severe right leg pain, bone pain, asthma, ovaries feels in so much pain, leg numbness, eczema, allergies, nail disorder, device ineffective, swelling, gases, depression, cramps, bloating were added. No valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0178) on 16-jul-2015. The most recent information was received on 21-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp chronic pelvic pain') and foetal death ('it took a baby that was almost to be born to pass away last year') in a 23-year-old female patient who had essure (batch no. 876627-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy, parity 3, loop electrosurgical excision procedure and cervical dysplasia. Patient had surgeries to remove cancer cells. Patient had think that she had fragments. Previously administered products included for contraception: nuvaring from 2008 to 2009. Concurrent conditions included obesity, endometriosis, postpartum depression, ovarian cyst, nervousness, dry skin, polyuria, cold intolerance, heat intolerance and menstruation irregular. Concomitant products included ibuprofen since 2012, iron since 2008, minerals nos;vitamins nos (prenatal vitamins) since 2008 and sertraline hydrochloride (zoloft) since 2008. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("it took a baby that was almost to be born to pass away last year"), experienced foetal death (seriousness criterion medically significant), menorrhagia ("heavy abnormal periods"), alopecia ("my hair is thinning / fragile / hair loss"), anxiety ("anxiety issues / anxiety"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines / huge migraine"), rash ("rashes hurt"), pruritus ("itch"), menopause ("premenopausal"), mood swings ("mood swings/mood"), pain ("body aches"), back pain ("back pain"), pelvic mass ("pelvic swelling/my left side feels swollen/ pelvic area would swell like oranges"), feeling abnormal ("memory fog / nasty feeling"), headache ("headaches"), pain in extremity ("severe right leg pain"), bone pain ("my bone hurt"), asthma ("asthma"), adnexa uteri pain ("ovaries feels in so much pain / ovaries right now feel like someone is in there squeezing them and then slowly stabbing"), hypoaesthesia ("leg numbness"), eczema ("eczema"), multiple allergies ("allergies"), nail disorder ("nail disorder"), emotional disorder ("emotional feelings"), paraesthesia ("tingling pain to holly now"), swelling ("swelling "), endometriosis ("endometriosis"), flatulence ("gasses are coming out slowly"), abdominal pain lower ("cramps"), abdominal distension ("bloating"), depression ("some depression") and cervical dysplasia ("I've had pre cancer cells in my cervix") and was found to have general physical condition abnormal ("I should be able to run after my kids and cant do that") and weight decreased ("losing weight / weight loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, weight decreased, pelvic mass, feeling abnormal, headache, endometriosis and abdominal pain lower had resolved, the pregnancy with contraceptive device, foetal death, menorrhagia, general physical condition abnormal, feeding disorder, abdominal pain upper, migraine, rash, pruritus, menopause, mood swings, fatigue, pain, back pain, pain in extremity, bone pain, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, emotional disorder, paraesthesia, swelling, flatulence, abdominal distension, depression and cervical dysplasia outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for menopause with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, anxiety, asthma, back pain, bone pain, cervical dysplasia, depression, eczema, emotional disorder, endometriosis, fatigue, feeding disorder, feeling abnormal, flatulence, foetal death, general physical condition abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, multiple allergies, nail disorder, pain, pain in extremity, paraesthesia, pelvic mass, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014) and explant date ((B)(6) 2017 and (B)(6) 2016) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2016: results: there is no filling of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: pain in extremity, bone pain, asthma, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, pregnancy with contraceptive device, device ineffective and foetal death, paraesthesia, swelling nos, abdominal pain lower, endometriosis, flatulence, depression, abdominal mass, emotional disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / sharp chronic pelvic pain') and foetal death ('it took a baby that was almost to be born to pass away last year') in a 23-year-old female patient who had essure (batch no. 876627-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included cholecystectomy, parity 3, loop electrosurgical excision procedure and cervical dysplasia. Patient had surgeries to remove cancer cells. Patient had think that she had fragments. Previously administered products included for contraception: nuvaring from 2008 to 2009. Concurrent conditions included obesity, endometriosis, postpartum depression, ovarian cyst, nervousness, dry skin, polyuria, cold intolerance, heat intolerance and menstruation irregular. Concomitant products included ibuprofen since 2012, iron since 2008, minerals nos;vitamins nos (prenatal vitamins) since 2008 and sertraline hydrochloride (zoloft) since 2008. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("it took a baby that was almost to be born to pass away last year"), experienced foetal death (seriousness criterion medically significant), menorrhagia ("heavy abnormal periods"), alopecia ("my hair is thinning / fragile / hair loss"), anxiety ("anxiety issues / anxiety"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines / huge migraine"), rash ("rashes hurt"), pruritus ("itch"), menopause ("premenopausal"), mood swings ("mood swings/mood"), pain ("body aches"), back pain ("back pain"), pelvic mass ("pelvic swelling/my left side feels swollen/ pelvic area would swell like oranges"), feeling abnormal ("memory fog / nasty feeling"), headache ("headaches"), pain in extremity ("severe right leg pain"), bone pain ("my bone hurt"), asthma ("asthma"), adnexa uteri pain ("ovaries feels in so much pain / ovaries right now feel like someone is in there squeezing them and then slowly stabbing"), hypoaesthesia ("leg numbness"), eczema ("eczema"), multiple allergies ("allergies"), nail disorder ("nail disorder"), emotional disorder ("emotional feelings"), paraesthesia ("tingling pain to holly now"), swelling ("swelling "), endometriosis ("endometriosis"), flatulence ("gasses are coming out slowly"), abdominal pain lower ("cramps"), abdominal distension ("bloating"), depression ("some depression") and cervical dysplasia ("I've had pre cancer cells in my cervix") and was found to have general physical condition abnormal ("I should be able to run after my kids and cant do that") and weight decreased ("losing weight / weight loss"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, weight decreased, pelvic mass, feeling abnormal, headache, endometriosis and abdominal pain lower had resolved, the pregnancy with contraceptive device, foetal death, menorrhagia, general physical condition abnormal, feeding disorder, abdominal pain upper, migraine, rash, pruritus, menopause, mood swings, fatigue, pain, back pain, pain in extremity, bone pain, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, emotional disorder, paraesthesia, swelling, flatulence, abdominal distension, depression and cervical dysplasia outcome was unknown and the alopecia was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as fetal death. The reporter provided no causality assessment for menopause with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, alopecia, anxiety, asthma, back pain, bone pain, cervical dysplasia, depression, eczema, emotional disorder, endometriosis, fatigue, feeding disorder, feeling abnormal, flatulence, foetal death, general physical condition abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, multiple allergies, nail disorder, pain, pain in extremity, paraesthesia, pelvic mass, pelvic pain, pregnancy with contraceptive device, pruritus, rash, swelling and weight decreased to be related to essure. The reporter commented: discrepancy noted in essure implant date ((B)(6) 2014 and (B)(6) 2014) and explant date ((B)(6) 2017 and (B)(6) 2016) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2016: results: there is no filling of either fallopian tube. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain. Concerning the injuries reported in this case, the following ones were reported via social media: pain in extremity, bone pain, asthma, adnexa uteri pain, hypoaesthesia, eczema, multiple allergies, nail disorder, pregnancy with contraceptive device, device ineffective and foetal death, paraesthesia, swelling nos, abdominal pain lower, endometriosis, flatulence, depression, abdominal mass, emotional disorder. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received : reporter added. Event added-cervical dysplasia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / sharp chronic pelvic pain") and genital haemorrhage ("heavy abnormal periods ") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy, parity 3 and loop electrosurgical excision procedure. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("my hair is thinning / fragile / hair loss"), general physical condition abnormal ("I should be able to run after my kids and cant do that"), anxiety ("anxiety"), weight decreased ("losing weight"), feeding disorder ("she cannot eat"), abdominal pain upper ("stomach is always in pain"), migraine ("migraines"), rash ("rashes hurt "), pruritus ("itch") and menopause ("premenopausal"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, general physical condition abnormal, anxiety, weight decreased, feeding disorder, abdominal pain upper, migraine, rash, pruritus and menopause outcome was unknown. The reporter considered abdominal pain upper, alopecia, anxiety, feeding disorder, general physical condition abnormal, genital haemorrhage, migraine, pelvic pain, pruritus, rash and weight decreased to be related to essure. The reporter provided no causality assessment for menopause with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. In addition, the ae case refers to treatment noncompliance. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case). Event heavy abnormal periods were added. And updated event pain / sharp chronic pelvic pain (previously reported pain), and case category was updated incident (previously reported other event), and my hair is thinning / fragile / hair loss (previously reported as my hair is thinning / fragile). On (B)(6) 2017 essure explanted. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.